Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was also reported that following the procedure, the patient presented to the emergency department on multiple occasions with complaints of chest pain and dizziness. During the hospital stay, a skin assessment revealed a rash on the lower right buttock. The specialist confirmed that the patient had shingles and was started on an antiviral medication. The patient also reported irregular bowel movements. No interventions were reported for the chest pain, dizziness and the irregular bowel movements. It was noted that these issues may be related to the procedure. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following an index procedure involving the sphere-9 mapping and ablation catheter, the patient reported sudden onset back pain, radiating to the shoulder and right calf. The patient was admitted to the emergency department. The pain resolved once admitted. On examination, the patient had bradycardia and high troponin. The bradycardia resolved on its own and the patient was discharged. The next day, the patient experienced chest pain and hypertension and was readmitted into the emergency department. The patients hypertension medication was managed and the patient was discharged. Approximately a week later, the patient experienced lightheadedness and was readmitted to the emergency department. On examination, an electrocardiogram (ECG) identified fast atrial fibrillation (af). Magnesium and chest pain medication was administered with a positive response. No further patient complications have been reported as a result of this event.